Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for postlaminectomy pain and spinal pain. It was reported the ins would not work for them. They have tried to manage and play with the device but could never get it to work. The implant would make them feel like they were being electrocuted and any movement would cause them more pain. They have been scheduled to have their ins removed and replaced on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient clarified that during their trial the feeling they had was a ¿deep relieving pulse¿ like a strong tens unit. When the actual device was implanted the feeling was much stronger and would ¿activate¿ their nerves. The patient stated that their pain was much stronger when the move to sit, stand, step, bend, and lift. After trying many settings on the ins the only relief they found was turning it up to 8 or 9 which cause slight ¿convulsions in my nerves because I then would get adrenaline rushes¿ and the pain would [eligible]. With this the patient would tire easy and when they tensed up it felt like ¿electrocution¿. The patient had tried over 3 years to find something that would help with the stimulation but the fact was that it did not relieve their pain and only gave a ¿distraction¿ from it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.